Manufacturer narrative:
Product location unknown.

Event description:
Information was received based on review of a journal article titled, "early results of large head metal-on-metal hip arthroplasties," which aimed to analyse the short term results and complications of metal-on-metal prostheses. Eight patients identified in the article underwent a hip revision procedure due to acetabular aseptic loosening; malpositioning may have contributed to the events. There has been no further information provided and the patient outcome is unknown.